Manufacturer narrative:
The pacemaker was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were re-investigated and all production steps were performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. Upon receipt, the pacemaker was subjected to an electrical incoming inspection. The pacemaker was interrogated properly, and the pacemakers memory content was inspected. The memory inspection revealed that the device switched into the safety backup mode as a result of the detection of invalid memory content. The device was re-initialized successfully on (B)(6) 2021. The root cause for the reported unsuccessful re-initialization attempts was not determinable. Communication disturbances during the re-initialization attempts could be taken into consideration. By design, the pacemaker performs self-checks and is equipped with the ability to detect and repair invalid memory content. However, in the case of multiple invalid memory areas, the device cannot correct the memory content and switches into the safety backup mode to ensure patient safety. While in this safety program, the pacemaker is capable to deliver anti-bradycardia therapies. Upon interrogation a device status error message appears to notify the user. The activation of the safety backup mode does not indicate a material or manufacturing problem. This is supported by the fact that after a re-initialization, the ram application was operating as expected. During the further course of the analysis, a reset with a subsequent re-initialization was initiated and no peculiarities were observed. The clinical observation with regard to unsuccessful re-initialization attempts could not be reproduced. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. There was no indication of a device malfunction. In conclusion, the clinical observation resulted from invalid memory content. The root cause for the invalid memory content was not determinable. However, external influences such as strong electromagnetic fields could be taken into consideration. After a manual correction of the invalid memory content the device was operating as specified. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
After an implantation period of approx. 11 months, it was reported that according to the physician the device was in backup-mode. The pacemaker was explanted.